Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary incontinence and uri nary/bowel dysfunction. It was reported that the patient had an MRI of their arm yesterday. After the MRI they were driving around and started feeling pain and could tell the ins had moved closer to the surface of the skin in their buttocks and was very painful when sitting. The patient reported before the MRI, they could barely feel the device. The patient reported that MRI mode was active during the MRI. The patient stated they did not feel any tugging, pain, or warmth during the MRI, and the pain only onset after sitting in the car following the scan. The patient reported they did not have a fever. The agent reviewed potential risks of device erosion/migration and redirected the patient to their healthcare provider (hcp) to determine appropriate the intervention. The patient requested the agent contact the manufacturer representative (rep) to make them aware of the issue and requested a call from the rep. The agent reached out to the rep who reported they would call the patient.